Event description:
It was reported to philips that the device experienced a data service error. Further clarification was provided from the field service engineer, the error was a therapy pca failure. There was no patient involvement.